Manufacturer narrative:
Per the clinic, the patient underwent skin flap revision surgery on (B)(6) 2015. The implanted device remains. This report is filed january 26, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced necrosis of the skin flap and was prescribed oral antibiotics (date not reported). The implanted device remains.